Event description:
The customer observed false positive alinity I toxo igm results generated for one 30-year-old pregnant female. The following data was provided (package insert reference range >/= 0.60 index is reactive): sid (B)(6), processed on (B)(6) 2026 alinity I toxo igm result = 1.24 toxo igg result = 0.40 sid (B)(6), processed on (B)(6) 2026 alinity I toxo igm result = 1.20 toxo igg result = 0.30. Eclia method toxo igm = negative 0.18(<0.80 is negative) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p47-22 that has a similar product distributed in the us, list number 7p47-40, with 510k/PMA/bla number k233932.